Event description:
The customer reported the generation of erroneously low sodium (na) and chloride (cl) patient results on their dxc 600 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer and identified the failure mode as a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).